Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent up arrow button response due to a flattened button dome switch. No button error alarm or unexpected numbers scrolling noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
The customer's mother reported via phone call that the insulin pump was stuck in a continuous loop. The caller reported that the customer wears the insulin pump inside her bra. Blood glucose level at the time of the incident was 83 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.